Manufacturer narrative:
The date of event is estimated. Unused samples from lot m347160 were received on 5-september-2008. Sample analysis is currently underway and a follow-up medwatch report will be filed once the evaluation is complete. Relevant portions of the device history record were reviewed for the finished good lot number reported. No relevant findings were noted during this review. (B) (4). Ra-1036q, quill srs, size 2-0, pdo.

Event description:
Two patients underwent an abdominoplasty using 2-0 quill srs pdo. Both patients experienced wound dehiscence post surgery. One patient was taken back to the operating room for a secondary closure. The other patient did not require a secondary closure; however, a scar revision is necessary.